Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the superficial femoral artery. After the guidewire was crossed, a 5.00mm / 2.0cm / 90cm peripheral cutting balloon (pcb) was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres. Another of the same size pcb was used, but at second inflation for 8 atmospheres, it ruptured as well. The procedure was completed with a different device. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the superficial femoral artery. After the guidewire was crossed, a 5.00mm / 2.0cm / 90cm peripheral cutting balloon (pcb) was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres. Another of the same size pcb was used, but at second inflation for 8 atmospheres, it ruptured as well. The procedure was completed with a different device. No complications were reported.